Manufacturer narrative:
On april 26, 2017, tosoh field service engineer (fse) went on-site to resolve the reported problems with the aia-900 analyzer. Investigation of the problem led to replacement of the incubator assembly. The most probable cause of the failure is related to the incubator sensor. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, quality controls, operation, maintenance, error codes, and troubleshooting pertaining to the aia-900 system. Review of the aia-900 operator's manual identifies the following: [4275] incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4)

Event description:
On (B)(6) 2017, the customer contacted tosoh technical support to report receiving incubator slipping detected error code 4275, incubator positioning error code 4276 and incubator home dectect error code 4271 during use of the aia-900 analyzer. Review of service history found customer received recent service on (B)(6) 2017 for incubator slipping. At this time, the fse completed the following upgrades: t104 - cup transfer z-axis motor and t052 - position adjustment procedure for turntable rotation drive motor, and made adjustments to the incubator positions. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp, pth, e2, fsh and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.